Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the ethernet cable was tripped while the spin from the medtronic imaging system was transferring to the navigation system. The site reconnected the cable and were unable to manually transfer the exam to the navigation system. The patient was present when this occurred. The site aborted use of the medtronic imaging system and they aborted navigation. The site proceeded by using a c-arm. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that there were two unused spins and two 2d shots.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686 (software version: 2.1.0). Device evaluation: a software analysis was performed. The software analysis determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.